Event description:
The patient called to report that they have been told that their recorder is "bad", it needs to be removed and it is on recall. Patient services was able to verify that the recorder was not listed on any recalls from medtronic and informed the patient that the anticipated battery life is approximately eighteen months. Further follow-up for additional information was attempted but was not successful. Any additional information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.